Event description:
It was reported that the implantable neurostimulator (ins) system was explanted because the patient did not find it helpful and had a pump system implanted. It was later reported that the patient had experienced pain at the pocket site. The patient recovered without sequela.

Manufacturer narrative:
Lead model 3778-45, serial #(B)(4), implanted: (B)(4) 2009, explanted: (B)(4) 2009; lead model 3778-45, serial #(B)(4), implanted: (B)(4) 2009, explanted: (B)(4) 2009; extension model 3708140, serial #(B)(4), implanted: (B)(4) 2009, explanted: (B)(4) 2009; extension model 3708140, serial #(B)(4), implanted: (B)(4) 2009, explanted: (B)(4) 2009; programmer model 37743, serial #(B)(4). Final device analysis of the implantable neurostimulator (ins) revealed no anomaly. The ins was functionally okay. There was good stable output on every electrode pair referenced to the #0 electrode using the patient's lead configuration. The output matched the programmed settings. There were no issues when pressing on the ins can. The ins battery status was okay. Final device analysis of the extension serial # (B)(4) revealed no significant anomalies. The extension was cut through and the body segmented and the proximal end only was received attached to the ins. The proximal end was intact and undamaged. The outer insulation was melted (suspected cautery artifact). Final device analysis of the extension serial # (B)(4) revealed no significant anomalies. The extension was okay but cut through (suspected explant damage). The proximal end only was received attached to the ins and was intact and undamaged.